Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported at 12:10 am her daughter activated a new pod and her blood glucose and insulin history is as follows: (B)(6). Upon deactivation she noticed the cannula was not properly inserted into her skin.